Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement.

Manufacturer narrative:
Updated data- b4, d8, d9, g3, g6,h3, codes(investigation types, finding, conclusion, component) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The video board is judged to be faulty. The video board is replaced. The device is tested before use. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. The defective components were received for further investigation. The defective part were received by failure analysis and testing (fat) department with a reported unit failure message of device could not be turn on. Performed visual inspection of this part received and part looks to be in good condition. Installed video gen. Board into the cardiosave test fixture and tested to the factory specifications. Performed functional, calibration tests and passed. Cardiosave test fixture turned on and worked correctly. The failure analysis and testing department could not verify the failure message of device could not be turn on. Video gen. Board passed testing. The parts were retained by fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.